Manufacturer narrative:
No unexpected button error alarms or scrolling of numbers noted during testing. Intermittent button response on the act button due to moisture damage on keypad traces noted. Cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding. Customer also reported to have received a button error alarm. Customer's blood glucose was 117 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.